Event description:
Erratic qc results and was not getting flags for probe problems. Incorrect results were not used to guide therapy. The field service representative repaired the instrument by adjusting the sample probe.